Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving unknown baclofen (unk mcg/ml at unk mcg/day), clonidine (unk mcg/ml at unk mcg/day), and dilaudid (hydromorphone) (unk mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) stated that the patient went to the hospital with withdrawal symptoms on (B)(6) 2024 and came in today to have pump interrogated. The hcp stated that they got alert code 529. The technical services (tss) explained software upgrade notification. The hcp was unable to verify if they had magnetic resonance imaging (MRI) and when within the lifespan of the pump since he normally does not see this patient. The hcp confirmed there was no motor stall or recovery in logs and the tss stated that it was likely preceding the logs since the pump was five years old. The hcp confirmed there were no events that were logged in the month of may.